Manufacturer narrative:
This patient with a history of rca stent done about 2 years ago (maker unknown), was admitted with an acute mi. The cardiologist there tried to ptca the infarct lesion which was a severe in-stent restenosis (isr) of the rca stent. He used angioplasty only (no cutting or roto) and his balloon extended outside the stent. He could not crack the stenosis with the balloon. The patient was transferred for CABG at another hospital, but a physician intercepted the patient for a retry a pci. When the patient arrives at the new hospital, he was stable, but on a balloon pump. The rca was dominant and had two 90 degree bends proximally and midway which made pushing a stent hard. The vessel itself had mild to moderate calcification. The stent was about 24 mm in length and was just proximal to the bifurcation of the pda and pla. The stenosis was calcified, 90-95% stenosis, 5-10 mm long and in the middle of the stent. The lesion was rotoblated initially with a 1.5 mm burr at 170,000 rpm x 20 sec runs on a long roto floppy wire. This went without a hitch. It was exchanged to rotofloppy wire for a long ht floppy wire. The cypher stent in question was prepped without any problems. On quick examination, it appeared normal. Getting the stent to the target site was severly difficult due to the tortuous nature and calcium in the vessel. However, no excessive force was used. Once the stent was in place, it was noted that the hub was separated from the shaft. The stent was removed intact and a new otw was deployed without problems. The patient suffered on adverse outcomes and went home a few days later in good shape. Clarification has been requested regarding the patient's possible adverse events. This product is available for testing and evaluation, but has not yet been received by the manufacturer. Additional information received will be submitted within 30 days upon receipt.

Event description:
During the procedure, the shaft separated from the hub. Everything was safely removed without any injury to the patient and the product will be returned.